Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the advisory for this model and tested out of specification consistent with the advisory. Evaluation summary: analysis revealed the device had no telemetry and no pacing output. Further analysis showed a low impedance path developed across the battery terminals causing the battery to rapidly deplete. The fact that the low impedance path disappeared when the battery was removed indicates that the low impedance path is possibly internal to the battery itself. This is further supported by the device being fully functional when powered with an external source. Analysis of the battery revealed that the unit failed due to a short that caused cathode material to penetrate the separators in the electrode coil.

Event description:
Asku